Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the issue was caused by an internal network outage, which resulted in servers appearing offline. A technical support specialist (tss) confirmed that after the network was restored and servers returned online, several devices did not automatically reestablish communication and remained in a disconnected state, triggering critical override and device not communicating alerts. Server-side verification confirmed delayed and intermittent communication, and a server reboot did not resolve the issue for all devices. The tss remotely accessed affected device and manually restarted the data synchronized service and successfully restored communication, cleared all alerts, and resolved the issue. Device status was verified to be normal, and the case was closed. The system functioned as intended after technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all servers appeared offline due to an internal network issue. Hit was engaged to troubleshoot and resolve the issue. After server connectivity was restored, multiple devices remained on disconnected mode, and some devices entered critical override (co). However, there were no delays or adverse events or injuries reported based on this event.